Event description:
It was reported to boston scientific corporation that a tria ureteral stent was used in a stent placement study procedure in the right and left ureter performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. On (B)(6) 2020, the tria ureteral stent was successfully placed in the right ureter under fluoroscopy. No issues were reported with the device during placement. Discharge medications included alpha blocker, anticholinergic, and phenazopyridine. On (B)(6) 2020, the left side stent was explanted and on (B)(6) 2020, the right side stent was explanted with no associated adverse event. No issues were noted with the devices during stent removal. On (B)(6) 2020, the patient experienced mild urinary tract infection possibly related to the stent removal procedure. Augmentin, unasyn, acetaminophen medication were given to the patient. The adverse event was reported to be resolve on (B)(6) 2020. The relationship between the device and the adverse event was reportedly not related. There were no new device implanted.

Manufacturer narrative:
Report source: study: u0652 double-j registry clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.